Event description:
During an ercp, the gi physician was attempting to place a stent via an endoscope when he met resistance. After a couple of attempts, he withdrew the scope and used another one - completing the procedure without difficulty. The first scope was checked and passed all tests w/air and fluid. The following day the tech was working with the scope and discovered a small gauze-like disc in the scope. Upon further investigation it was realized that this gauze disc found in the scope had become dislodged from the biopsy cap that was attached to the scope. This disc should not have been in the scope. It is not known when or how it could have become dislodged. FDA safety report ID# (B)(4).